Event description:
Related manufacturer reference number: MFR# 2916596-2021-00874 it was reported that the patient experienced red heart alarms on their system controller. According to the patient's spouse they were unconscious and after 28 minutes the spouse exchanged the system controller and the pump restarted. The patient was transported to the hospital and log files were retrieved while at the hospital. Log files revealed a pump stop lasting about 28 minutes before the controller was changed. The pump stop is likely caused by esd. The patient was neurologically fine and remained admitted to the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump stop was confirmed based on the submitted log files. The customer reported that the patient experienced a red heart alarm and lost consciousness. A system controller exchange was completed approximately 1 hour later, and the pump resumed operating. The patient was reported to be neurologically fine following the event. Review of the submitted log files confirmed a loss of communication between the lvad and the controller at 06:36 on (B)(6) 2021, resulting in the reported red heart alarm due to a low flow hazard. At 07:13, the driveline was disconnected from the primary system controller and at 07:34 it was connected to the backup controller. The pump resumed operating at the set speed following the controller exchange. During the loss of communication, system power reduced from 3.4w to 0.7w and driveline current also reduced, indicating that the pump was still receiving power but was not running. The log files downloaded from the lvad appeared to show the pump operating as intended before and after the controller exchange. The cause of the communication loss and pump stop could not be conclusively determined. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 lvas IFU and heartmate 3 lvad patient handbook contain information on all system controller alarms and the proper actions associated with them. The handling emergencies section of the patient handbook lists examples of emergencies and what actions to take. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.